Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a loss of aspiration. An angiojet® solent¿ omni catheter was selected for a left popliteal thrombus removal procedure. The device was primed and inserted into the patient. During the procedure, the catheter ran for 44 seconds in thrombectomy mode and then aspiration stopped after receiving a check saline supply message. The device was removed from the patient and re-priming was attempted with no success. A second angiojet® solent¿ omni catheter was attempted to be used, but the catheter would not prime. A third angiojet® solent¿ omni catheter was used and worked. However, they were not able to remove the thrombus as the amount of thrombus was too large for the catheter. The patient had an infusion catheter dripping thrombolytic overnight. There were no patient complications reported. Post-procedure, during re-packaging, one of the devices became kinked.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an angiojet solent omni thrombectomy system. The pump, shaft, and tip were microscopically examined and it was observed that at the hypotube was broken 35mm from the tip . Functional testing revealed a ¿check saline¿ error. Due to the break in the hypotube the device would not get through priming. Device analysis determined the condition of the returned device was consistent with the reported information. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that there was a loss of aspiration. An angiojet® solent¿ omni catheter was selected for a left popliteal thrombus removal procedure. The device was primed and inserted into the patient. During the procedure, the catheter ran for 44 seconds in thrombectomy mode and then aspiration stopped after receiving a check saline supply message. The device was removed from the patient and re-priming was attempted with no success. A second angiojet® solent¿ omni catheter was attempted to be used, but the catheter would not prime. A third angiojet® solent¿ omni catheter was used and worked. However, they were not able to remove the thrombus as the amount of thrombus was too large for the catheter. The patient had an infusion catheter dripping thrombolytic overnight. There were no patient complications reported. Post-procedure, during re-packaging, one of the devices became kinked.